Event description:
It was reported in the literature article that during the stent assisted embolization of the basilar artery aneurysm, the subject stent and other non-stryker stent were placed from the right posterior cerebral artery to the basilar artery in y stent fashion and unknown coil was implanted. Post procedure, the patient suffered an oculomotor nerve palsy with symptoms of mydriasis on both sides. However, imaging did not confirm the causative cerebral infarction. No further information was provided.

Event description:
It was reported in the literature article that during the stent assisted embolization of the basilar artery aneurysm, the subject stent and other non-stryker stent were placed from the right posterior cerebral artery to the basilar artery in y stent fashion and unknown coil was implanted. Post procedure, the patient suffered an oculomotor nerve palsy with symptoms of mydriasis on both sides. However, imaging did not confirm the causative cerebral infarction. No further information was provided.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. The event was reported on the stroke 2015 annual meeting. The device remained implanted.

Manufacturer narrative:
The device remained implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. An oculomotor nerve palsy is a known and anticipated complication to these types of procedures and patient condition, and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.